Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-04289. It was reported that stent damage occurred. The chronic totally occluded (cto) target lesion was located in the calcified circumflex artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a strut on the proximal edge of the stent was found lifted up. Another 2.50 x 38 synergy ii drug-eluting stent was advanced with a non-bsc guide extension catheter; however, the device also failed to cross the lesion. During removal, the stent sheared off of the stent delivery system. The procedure was completed with a 2.50 x 28 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was returned separated from the sds. A visual examination of the crimped stent found stretching of struts and on one end of the stent the struts were overlapping and bunched. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The proximal and distal balloon wings were slightly relaxed out of their folded position however there were no signs of positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. A visual and tactile examination found several kinks along full length of catheter. A visual and tactile examination found a midshaft kink 3.1cm distal from hypobond. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-04289. It was reported that stent damage occurred. The chronic totally occluded (cto) target lesion was located in the calcified circumflex artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a strut on the proximal edge of the stent was found lifted up. Another 2.50 x 38 synergy ii drug-eluting stent was advanced with a non-bsc guide extension catheter; however, the device also failed to cross the lesion. During removal, the stent sheared off of the stent delivery system. The procedure was completed with a 2.50 x 28 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.